Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. Performed further failure investigation on the returned fenestrated bipolar forceps instrument. The initial failure analysis findings were partially confirmed. The instrument was tested for electrical continuity and was confirmed to fail continuity to one of the grips. The instrument was inspected and was found to have a fully broken conductor wire on the same side as the broken grip cable. The conductor wire was found to be broken approximately 0.50" from the grip face. The grip cable was also confirmed to be fully broken. It is likely that the broken grip cable resulted in increased tension on the conductor wire. With the grip cable broken, the wire may be pulled taut or displaced due to the lack of counteracting force. Breaking of the conductor wire at the distal end is attributed to the component's susceptibility to damage.

Event description:
Refer to h11 for follow-up information.